Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
Related MFR report number: 2017865-2024-03252. It was reported, that a patient presented to clinic for follow up. Device interrogation revealed, loss of capture and loss of sensing on the atrial and right ventricular (rv) leads. The atrial and rv leads were found to be dislodged. The physician elected to explant the atrial lead and rv leads. The patient condition was stable following the procedure.